Manufacturer narrative:
(B)(4). Lot # sample received (73h1400020): per DHR the product conmed 5mm automatic clip applier, lot # 73h1400020 was manufactured on 08/06/2014 a total of 144 pieces. Lot was released on 08/07/2014. DHR investigation did not show issues related to complaint. One (1) applier of catalog number 543815 conmed 5mm automatic clip applier was received used, opened without original package, lot # was not confirmed with sample received; lot # sample 73h1400020 does not match with the lot # notification 73l1400431 reported. During visual inspection the spring jaws component was damaged, however; no stuck clip in the jaws. Functional inspection: applier was activated in several forms for full activation cycle. Failure mode was duplicated with sample received; in addition the orange indicator was loaded in applier. Samples received did not confirm the reported defect "clip stuck in applier" during visual inspection. A functional inspection was performed and device did not release clips properly. However, at this time it is not possible to determine the root cause due to the defect not able to be duplicated with another sample, since the product became obsolete. Therefore, no corrective action will be taken.

Event description:
Alleged event:complaint alleges that the clip was stuck in the jaws of the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product conmed 5mm automatic clip applier, lot number 73l1400431 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event:complaint alleges that the clip was stuck in the jaws of the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Correction: "clip stuck in applier" reported by customer was confirmed with the sample received during functional inspection. Functional inspection: applier was activated for full activation cycle and no clip was released. Then applier was again activated and one clip was released with broken hook; 2 clips were released with the same condition. Finally applier was activated and one clip was released, however; clip not loaded in jaws; clip does not open, this condition was presented on 6 occasions. Based on sample functional evaluation, the failure mode clip stuck in applier reported by the customer was confirmed with sample. However; the root cause for this issue is considered unknown since the spring jaw component was received damaged. At this time there are no other complaints related to lot number, therefore; no corrective action will be taken, in addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event:complaint alleges that the clip was stuck in the jaws of the applier. The patient's condition was reported as fine.